Event description:
Title: risk factors for hyperamylasemia after laparoscopic common bile duct exploration with primary closure: a retrospective study. The aim of this study is to investigate the incidence of hyperamylasemia after lcbde with primary closure and to identify the associated risk factors in 436 patients between december 2020 and december 2023. 10-mm trocar (ees) was placed below the xiphoid process as the main operating port, while vicryl (3-0,4-0;eth) were used for the primary closure of the cbd. Reported complications: hyperamylasemia group (n = 53), vicryl (3-0,4-0;eth), short-term postoperative complications (n=2), treatment: not reported. Peritoneal effusion (n=1), treatment: not reported. Deep vein thrombosis (n=1), treatment: interventional surgery, 10-mm trocar (ees), vicryl (3-0,4-0;eth), normal amylase group (n = 383), vicryl (3-0,4-0;eth), pulmonary infection (n=4), treatment: treated conservatively , bile leakage - grade a (n=7) , treatment: not reported. Bile leakage - grade b (n=1), treatment: ultrasound-guided percutaneous drainage and anti-infective therapy peritoneal effusion (n=2). Treatment: 2 required additional ultrasound-guided percutaneous drainage. Pleural effusion (n=1) treatment: required further drainage. In conclusion, hyperamylasemia after lcbde is linked to specific risk factors, but its clinical significance remains limited, accurate recognition is crucial to avoid unnecessary interventions.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j invest surg. 2025 dec;38(1):2578268. Https://doi.org/10.1080/08941939.2025.2578268 epub 2025 nov 3. Pmid: 41178832.